Manufacturer narrative:
Per additional information, it seems the valve was not centered on the balloon anymore before valve deployment.   This could have resulted in the valve embolizing to the atrium. Per the latest report, post procedure the patient was in intensive care ¿due probably to the heavy comorbidities before the implantation¿. This is one of two reports being submitted for this case.  Please reference manufacturer report no  2015691-2019-02610.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation after being used in and explanted from the procedure and stored inside a jar with solution. The valve was returned partially deployed (outflow). The leaflets were wrinkled due to partial deployment. There were exposed struts through the skirt. No dimensional analysis is required on the valve. The delivery system was functionally tested and was able to fully inflate with no abnormalities as returned. A device history record (DHR) and lot history review could not be performed due to unavailability of the valve serial number. A review of complaint history for sapien 3 (all sizes) from june 2018 to may 2019 revealed no other similar returned complaint. A review of complaint history reveals that the occurrence rates did not exceed the may 2019 control limits for this trend category. During manufacturing, the valve and leaflets undergo multiple 100% inspections. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. It should be noted that, sapien 3 with certitude delivery system was approved for native aortic valve replacement in europe at the time when the event was occurred.  Instructions for use (IFU). Prepping manual, and training manual were reviewed for instruction or guidance on certitude delivery system preparation and use in aortic valve placement. No IFU or training deficiencies were identified. Per visual observations, the complaint for was able to be confirmed. The valve was returned partially inflated at the outflow side, indicating that the balloon was deployed asymmetrically, valve mounted in retrograde orientation (outflow side toward proximal end of delivery system). The partially inflated valve indicates that the valve may have shifted distally (not centered between the two internal shoulders) prior to deployment. This may have caused the balloon deploying asymmetrically, with the proximal end opening first, pushing the valve distally which resulted in the valve embolization into the atrium. No manufacturing non-conformities were identified during evaluation. Currently, sapien 3 with certitude delivery system is not intended for mitral valve-in-ring replacement. Additionally, it was reported that the embolization of sapien 3 was caused by ¿valve was not centered on the balloon anymore before valve deployment¿. Per training manual, inaccurate positioning of the thv could lead to embolization. As such, available information suggests that procedural factors may have contributed to the reported event. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.   The complaint was confirmed based on device returned condition, but no manufacturing non-conformities were identified during evaluation. Available information suggests that procedural factors (valve not centered on the balloon before valve deployment) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the may 2019 control limits for applicable trend categories, neither a product risk assessment, nor corrective or preventative action is required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The available information suggests that the tracking difficulties may have contributed to malposition of the valve on the deployment balloon prior to inflation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), it was difficult to track and position the 29mm sapien 3 valve in mitral position by ta approach inside a pre-existing ring. After the valve was in a good position inside the ring, deployment was started, however, on partial inflation, the valve moved on the balloon and embolized into the atrium. It was decided to implant a second valve which was successful. The embolized valve was removed surgically on pod 2.